Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient is itchy from the tape. When looked at their controller, patient saw, "settings not available" on both leads. After troubleshooting, the patient was unable to increase stimulation. It was suggested for the patient to call their doctor. Additional information was received from the patient. Patient states the other lead is not working and their controller says it is unable to locate device. No further patient complications have been reported as a result of this event.